Event description:
The thread is worn.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
The expedium single inner set screw [product code: 1797-02-000, lot number: arkcpy] was returned for evaluation. Visual inspection revealed that the threads of the set screw were torn. It was also noted that the drive feature was stripped. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the threads of the set screw becoming torn cannot be positively determined. A potential root cause may be inadvertently cross threading the set screw during insertion, leading to the thread tearing during tightening. The root cause for the drive feature becoming stripped cannot be positively determined. A probable root cause may likely be that the driver was not flushed inside the feature. This may have resulted in unexpected forces being applied to the drive feature, resulting in the feature becoming stripped. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.